Manufacturer narrative:
The device was not returned to the manufacturer for eval. (B)(4).

Event description:
A report received from (B)(6) stated an e360 ventilator experienced a white graphical user interface (gui) monitor. At the time of the white monitor, the ventilator generated a "no communication" alarm. To regain communications during maintenance, a vuelink cable was attached to the ventilator. There was no pt involvement. Though requested, no add'l info is available.